Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that during a surgery two communication failures occurred.

Manufacturer narrative:
Event summary, device history record review and complaint history review did not identify contributing factors. This review indicated that the subject complaint is the first one received for this device. Technical investigation indicated that three shutdown occurred. Two communication errors occurred due to an excessive force applied on the robot arm. The shutdown of the robot is a normal behavior. A third shutdown, not mentioned in the complaint description, occurred due to a known design defect a review of the IFU confirmed that it contains contains an indication stating that the user must not to lean on the robot arm.

Event description:
It was reported that during a surgery two communication failures occurred.